Event description:
Report received of the device being returned from clinical service with the complaint of "bag empty earlier than expected". There was no tracking info (nurse, patient, location) available.

Event description:
Additinal info was recd from the customer. The device was programmed in the continuous +pca mode of therapy to deliver diluadid 0.2mg/ml at a continuous rate of 4mf/hr with a 2mf pca dose, 10 minute pt lock out, 20mg 4-hour limit. After 3 1/2 hours, the staff nurse noted that the 100 m, bag of duluaded was empty. The device reportedly delivered as programmed. The nurse manager reported that nurse manager did not believe there was a malfunction with the device. She stated that the staff nurse did not include the pt requested pca doses into the total amount of diluaded delivered in 3 1/2 hours via the continuous mode. The infused dose was within the presciption parameters. There were no reports of any adverse pt events. No medical interventions were required. Though requested, no further info was available.